Event description:
It was reported via repair work order that the head section is loose where it connects to the main frame of the cot which could effect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.